Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was labelled as having a 10ml balloon, but the catheter packaging stated 5cc balloon. When the staff inserted the catheter and inflated the balloon to 10ml, the balloon had ruptured therefore the catheter had to be replaced. As per the follow up information received on 25apr2024, the customer clarified that the packet stated 5cc balloon and the inflation arm on the catheter stated 10ml. Based upon the limited information provided, the customer injected 10ml into the balloon and the balloon had burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was labelled as having a 10ml balloon, but the catheter packaging stated 5cc balloon. When the staff inserted the catheter and inflated the balloon to 10ml, the balloon had ruptured therefore the catheter had to be replaced. As per the follow up information received on 25apr2024, the customer clarified that the packet stated 5cc balloon and the inflation arm on the catheter stated 10ml. Based upon the limited information provided, the customer injected 10ml into the balloon and the balloon had burst